Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The generator was analyzed and found to have the customer reported issue c-34 error. Visual inspection found that the unit has no significant scratches or dents. The front bezel was in decent condition. C-34 error on start and mono coag activation unit that was placed on golden system and was run in normal mode. The probable root cause in this case is attributed to the generator and this issue was resolved by replacing the generator.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, repeated error c-34 occurred on integrated electrosurgical unit (iesu). The site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Before troubleshooting with the tse, site had reseated the cable and used other ports on the iesu, but the issue was not resolved. Tse had site power cycle the iesu, but the error remained. Site elected to use a third-party esu to continue with the procedure. The procedure was completing as planned with no reported injury.